Manufacturer narrative:
The picture investigation closure was completed on 11/6/2020. According to the pictures provided by the customer, hemostatic valve appears dislodged in the hub . A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6) 2020. The investigation summary was completed on (B)(6) 2020. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. It was reported that during set up, before use on the patient, the dilator was not able to be introduced into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was blocked by a "white plastic piece that was pushed down." The sheath was replaced and the issue was resolved. The procedure continued. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the hemostatic valve appeared dislodged in the hub. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The sheath was visually inspected and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the sheath during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the sheath was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. It was reported that during set up, before use on the patient, the dilator was not able to be introduced into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was blocked by a "white plastic piece that was pushed down." The sheath was replaced and the issue was resolved. The procedure continued. The reported issue was assessed as a MDR reportable hemostatic valve separation issue.